Event description:
Follow up information reported that the patient had a pocket revision procedure scheduled for (B)(6), 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had coupling issues. It was noted that an antenna locate was done and only a maximum of two coupling boxes could be found. The reporter stated that the ins appeared to have been implanted sideways and was tilted. The patient status was noted to be alive without injury; there were no patient symptoms or complications associated with this event. It was later reported that the patient had difficulty recharging since implant. It was noted that the health care provider (hcp) wanted to try a different recharger to see if there was any difference in recharging. It was noted that different positions had been tried. The reporter also stated that the programming was lost when the device was interrogated due to programming with two different software cards. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up information reported that the patient did have their pocket revision procedure performed yesterday. Further follow up information received confirmed that the patient had the revision surgery and had improved coupling. If additional information is received, a follow up report will be sent.